Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating, a fluid loss was observed in the device. Previous physician removed reservoir, the ipp was explanted and replaced with a tactra device. There were no patient complications reported.